Event description:
It was reported that during a routine follow up the battery longevity was gradually decreasing as the ventricle threshold was 1.5v. The device output was changed from 2.5v to 3.0v however during the proceeding follow ups the devices battery longevity continues to decrease. This device was being monitored until the next follow up on 08/02/2019 were the device was reassessed in which it was determined that the device needed to be exchanged. This device has been explanted and is no longer in service. No further adverse patient effects have been reported. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up the battery longevity was gradually decreasing as the ventricle threshold was 1.5v. The device output was changed from 2.5v to 3.0v however during the proceeding follow ups the devices battery longevity continues to decrease. This device is being monitored until the next follow up on (B)(6) 2019 were the device will be reassessed for further reprogramming if necessary. No adverse patient effects have been reported. As far as the information has been provided this device is still implanted and in service. A follow up is expected on the resolution of this matter in which an updated report will be provided.